Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was myopic outcome. The iol was exchanged for advanced technology intraocular lenses (atiol) model 3 months 12 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating 2 weeks post op the patient experienced blurred near mid and distance vision. Company lens was exchanged for a different diopter same model company lens.

Manufacturer narrative:
Additional information was provided in b.3., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).